Event description:
It was reported that after the lesion was pre-dilated with another co's dilatation catheter, the penta stent was deployed at 10 atm; however, a dissection occurred in the distal side. Another was deployed to treat the dissection.